Event description:
On (B)(6) 2004 the patient was implanted with two gore excluder bifurcated endoprostheses. On (B)(6) 2012 imaging revealed an endoleak (unspecified). On (B)(6) 2012 the patient was implanted with two gore excluder aaa endoprostheses. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: (B)(4).